Event description:
On 17/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. No additional information was provided during intake. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 116,490 u/l, cloudy peritoneal effluent) were collected, and the patient was diagnosed with peritonitis. The patient was treated with a single dose of intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg. On (B)(6) 2024 the patient contacted the pdrn regarding worsening abdominal pain and the patient was sent to the emergency room. The patient was admitted, and his antibiotic regimen was changed to intravenous (IV) vancomycin 1000 mg every other day, and cefepime 1000 mg daily for 21 days. The peritoneal effluent culture result returned positive for carnobacterium maltaromaticum on 9/mar/2024, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized without reported issue. The patient was discharged on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. Following discharge, the patient¿s antibiotics were transitioned from IV to ip. The pdrn attributed causality to a touch contamination event, as the patient admitted he frequently does not wear a mask (holds breath) or perform hand hygiene prior to initiating and/or termination of treatment (patient reeducated). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.